Event description:
Per the independent repair center, the customer alleged problem is loud. The key failure is the valve is not shifting properly. Additional malfunction is the pilot valve alarms and shuts down.